Event description:
It was reported during a radical prostatectomy the doctor fired the instrument once, reloaded and the second firing locked out. They has to use an ez45b and throw away the blue load and replace it with aa green (zr45g) to complete the case. There was no consequence to the patient.